Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that was displaying bicarb pump no eos alarm during dialysis. The fst replaced the bicarb pump and calibrated the bicarb pump volume to resolve the reported issue. Machine functional tests were completed and is back on service. It was confirmed that the patient was able to complete the treatment on a different machine, the blood was rinsed back and did not experience any adverse effects, blood loss, or require medical intervention due to this incident. The bicarbonate pump bluestar packed was returned. Upon physical evaluation of the pump by the manufacturer, it was identified that the ribbon cable was discolored and had heat damage.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. Inspection of the received bicarb pump found the ribbon cable to be discolored and have heat damage. No other discrepancies were observed. A test machine gave a bic pump no eos alarm during dialysis with the received bicarb pump installed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed.

Event description:
A fresenius field service technician (fst) was called onsite to repair a 2008t machine that was displaying bicarb pump no eos alarm during dialysis. The fst replaced the bicarb pump and calibrated the bicarb pump volume to resolve the reported issue. Machine functional tests were completed and is back on service. It was confirmed that the patient was able to complete the treatment on a different machine, the blood was rinsed back and did not experience any adverse effects, blood loss, or require medical intervention due to this incident. The bicarbonate pump bluestar packed was returned. Upon physical evaluation of the pump by the manufacturer, it was identified that the ribbon cable was discolored and had heat damage.

Manufacturer narrative:
Correction: h6 investigation findings, h6 device component code.